Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported she thinks her insulin pump is malfunctioning. She has had high blood glucose all day. She would treat with the device and her blood glucose would lower. Customer's blood glucose was 600 mg/dl. She treated with the device and it came down to 300 mg/dl. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. It was discovered that the date was set to one day ahead. The basal rates were set to zero. Customer was advised this was probably the cause of her highs. She stated she was supposed to be on a pattern basal. At this point, customer disconnected from the call. She could not be reached back. Nothing further reported.